Manufacturer narrative:
This medwatch is not associated with a customer complaint or reported adverse event; however, it is being filed in accordance w/ 21 cfr part 803.53. The initial medical assessment has indication the harm associated w/ the activation and priming related issues during use may pose an incremental risk to the already inherent risk associated w/biopsy procedures. This includes inadvertent injury to deep tissue or structures, blood vessels or adjacent critical organs to device self-activation.

Event description:
It has been identified that the monopty disposable biopsy instrument plastic overmolded cannula/stylet hubs are brittle and can break during the priming/firing sequence. All identified lots are related to one compounded resin lot at the overmolded cannula/stylet supplier. To date, there have not been any user and/or pt injuries reported.